Event description:
The pt reportedly had an infection at the implant site. The pt was treated with antibiotics (type unk). However, the infection did not resolve. The decision was made to explant the device. Surgery to explant the pt's c1 device has been scheduled.